Manufacturer narrative:
The field service engineer could not determine a cause. The reaction disk drive assembly was replaced. The customer ran calibration, an instrument check, and controls successfully. The last calibration was performed on (B)(6) 2020 and there were no alarms on the calibration. Quality controls were within acceptable range. Upon review of the alarm trace, reagent short errors were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with elecsys ferritin on a cobas 8000 e 801 module. The primary tube of the sample was aliquoted into an aliquot tube and tested. It initially resulted with a ferritin value of 1.94 ng/ml and this value was reported outside of the laboratory as 2 ng/ml. The physician questioned the result as a higher value was expected. The sample was then repeated twice using the same aliquot tube, resulting with values of 1169 ng/ml and 1125 ng/ml. The primary tube of the sample was also repeated twice, resulting with values of 1133 ng/ml and 1103 ng/ml. The repeat values were believed to be correct and a corrected report was issued with the 1125 ng/ml value. The ferritin reagent lot number was 46203301, with an expiration date of 30-jun-2021.